Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One week following implant, the patient presented to the hospital after receiving multiple inappropriate shocks. X-ray imaging indicated the lead dislodged into the right atrium where atrial fibrillation episodes were detected resulting in inappropriate shocks. The lead was repositioned to resolve the event. However, three days later, the same event occurred. The lead dislodged into the right atrium. The lead was explanted and replaced.